Event description:
It was reported that during the connection of a physioneal solution bag to the heater line of a homechoice cassette set, ¿the cassette was flaccid and not tight¿ and a leak of dialysate occurred. This was identified during set up/preparation for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added on d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed and no leaks were observed. Functional test (self-test and priming) was performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.